Event description:
It was reported that clinician noticed that the implant had perforated the buccal wall and had to remove the implant. Customer didn't use another device to complete the procedure. No other symptoms were reported. Patient will return for an additional appointment: to place implants after the site heals up. Tooth# not reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. Last name unknown / not provided.

Manufacturer narrative:
An imp,tsv,3.7,16,mtx,mg (tsvtb16) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and dried blood. No damage identified. The returned device was measured and verified to match DHR specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device location is unknown and was used 4 days. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1253254). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1253254) for similar event and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.